Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the safety mechanism failed. The following information was provided by the initial reporter, translated from danish to english: the needle is withdrawn when a venous flange is inserted, but the safety device does not dislodge the needle and personnel prick themselves a on the tip of the needle. Staff must have subsequently taken blood test for hiv and hepatitis as well as hepatitis booster vaccine.

Manufacturer narrative:
Correction: h.6 medical device problem code - imdrf annex a code corrected to a0510.

Event description:
It was reported while using bd venflon¿ pro safety the safety mechanism failed. The following information was provided by the initial reporter, translated from danish to english: the needle is withdrawn when a venous flange is inserted, but the safety device does not dislodge the needle and personnel prick themselves a on the tip of the needle. Staff must have subsequently taken blood test for hiv and hepatitis as well as hepatitis booster vaccine.

Event description:
It was reported while using bd venflon¿ pro safety the safety mechanism failed. The following information was provided by the initial reporter, translated from danish to english: the needle is withdrawn when a venous flange is inserted, but the safety device does not dislodge the needle and personnel prick themselves a on the tip of the needle. Staff must have subsequently taken blood test for hiv and hepatitis as well as hepatitis booster vaccine.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.